Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Olympus determined the following cause: residual liquid or foreign material come out of suction cylinder. Residual liquid or foreign material come out of suction connector of endoscope connector and residual liquid or foreign material come out of channel tube. Additional reportable findings were discovered during investigation: air/ water cylinder (tube) has (white) foreign objects. - jet tube has (white) foreign objects. - air/water tube has (white) foreign objects. - probe cover has foreign objects. - connecting tube has foreign objects. - universal cord has foreign objects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the identified failure "aw-cylinder (tube)/j-tube/aw-tube has (white) foreign objects" is cause traced to failure to follow instructions. The most probable cause of the additional failures "c-cover/connecting tube/universal cord has foreign objects" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cylinder is obstructed by glue in the operating channel. The issue occurred during reprocessing. There was no patient involvement.